Manufacturer narrative:
It was reported that the ventilator had a blocked air inlet and generated a technical error code indicating turbine module communication error. The ventilator was investigated on site by our field service engineer and further investigation revealed that the turbine and turbine module was defective. Replacement of the turbine, the turbine module and reloading of 4.4 software resolved the reported issues. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. However, no parts returned to us for investigation. Therefore, no root cause can be established. The turbine generates the inspiratory air gas flow (max. 240 l/min). It generates the air flow and pressure from the surrounding air. This air flow is then mixed together with the o2 flow from the o2 gas module.

Event description:
Manufacturer's ref. (B)(4).

Event description:
It was reported that the ventilator had a blocked air inlet and generated a technical error code indicating turbine module communication error. There was no patient harm. Manufacturer's ref. #: (B)(4).